Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the pacemaker exhibited a diagnostics anomaly and did not trigger an elective replacement indicator. No device intervention was performed. The patient had no adverse consequences.